Event description:
During ercp procedure, md was ready to use the lithotripsy to blast a stone. The nurse connected the catheter from the lithotripsy machine but the prompt kept saying to "connect the probe". All connections were rechecked without success. Biomed was called and machine was taken out of the room. Equipment was immediately taken out of service. We have ordered a new autolith and expect it to arrive on 3/8/2016.